Manufacturer narrative:
(B)(6). (B)(4). The customer evaluated the ventilator and determined that replacing the turbine fix the reported issue. The care fusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that the output of the turbine error is greater than 20%, when the vt set to 500ml, the data of ventilator vte is reading 680ml. And the volumes coming out of the ventilator analyzer is reading 610 ml. No patient involvement.